Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the rubber stopper is not being removed by the beckman coulter dxa 500. This occurred with 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-aug-2025. Bd received 10 samples and one photo for investigation. The photo depicted a tube with a stopper inside it, detached from its hemogard shield. Functional tests were conducted on the returned samples, where one out of five samples failed, and the rest passed. Additionally, 29 retained samples underwent functional tests, all of which passed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the rubber stopper is not being removed by the beckman coulter dxa 500. This occurred with 10 tubes. No adverse impact was reported regarding the patient or user.